Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, a twisted cable was confirmed. The cable was partially broken due to a kink on the cable. Therefore, it was determined that the reported phenomenon of ¿no image on the monitor¿ occurred because the video function did not work properly due to partial disconnection of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that the cable was twisted. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had no image on the monitor. The reported phenomenon was discovered during preparation for use. It was noted that the intended procedure was diagnostic and was completed using a similar device. There were no reports of patient harm associated with the event.